Manufacturer narrative:
On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. Lot number of solution used by pt is unknown, and the MFR does not have any information that would allow us to further our investigation of lot number. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Event description:
A male pt reported experiencing acanthamoeba keratitis os after using complete moistureplus multi-purpose solution to care for his acuvue 2 contact lenses. He had also been using a travel bottle of renu at the time. Symptoms began in 2006. Initially, his left eye was red and uncomfortable. His ophthalmologist diagnosed conjunctivitis and gave him medication (name unknown). Symptoms cleared up for a day or two, and he tried to resume lens wear. About 7-10 days after the initial incident, he began to experience the sensation of something in his eye and sensitivity to light. His ophthalmologist saw that his cornea was very marked up and infected, and diagnosed herpes simplex and treated him with herpes med (name unknown). No improvement after 7-10 days, so the ecp gave him more aggressive herpes treatment (name unknown). Still no improvement so the ecp referred him to a corneal specialist (this was about 30 days after the initial incident). The specialist initially thought it was herpes also, so he prescribed even more drugs for herpes. The symptoms increased, so the specialist scraped cells from his cornea. The specialist said it was difficult to determine from the culture because the cells died. Both the specialist and pathologist checked but the results were inconclusive. The specialist's colleague (another corneal specialist) diagnosed acanthamoeba. This diagnosis was around approx two months later, roughly 45 days after initial symptoms. The specialist treated him with 2 medications, including clotrimazole (name of other med is unknown). Pt noted that for a while his corrected visual acuity was 20/80. By two months later, his vision had recovered. The specialist said that the only thing left were "marks from the parasite" in his eye, and he allowed the pt to resume lens wear with complete moistureplus. The pt provided the following information regarding his lens care regimen: he was using a complete lens case, doesn't remember how old it was. He did not discard solution after each disinfection soak, he changed it ever 2-3 days. He washed his lens case in the dishwasher or by soaking it in soapy water. He used tap water to rinse his lens case, and showered during lens wear. He sometimes soaks his lenses longer than 24 hrs, but does not re-disinfect prior to wear.